Event description:
It was reported that during a t2 tibial nail surgery, the operation of radiolucent attachment had stopped, the surgeon used another attachment to successfully complete the surgery. It was also reported that after surgery, it was noted the radiolucent drill bit was broken when removing it from the first attachment that had stopped. It was also reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The radiolucent drill bit subject to this event was not returned to the manufacturer for evaluation. The concomitant handpiece drill (4100355000) was returned for evaluation. Device discarded by customer.

Event description:
It was reported that during a t2 tibial nail surgery, the operation of radiolucent attachment had stopped, the surgeon used another attachment to successfully complete the surgery. It was also reported that after surgery, it was noted the radiolucent drill bit was broken when removing it from the first attachment that had stopped. It was also reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.